Manufacturer narrative:
(B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported to philips that the ventilator was inoperable when powered on. This event was reported to have occurred during preventive maintenance (pm). There was no patient involvement or harm.

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer stated the vent was inoperable at power on in either ventilation mode or diagnostic mode. The customer requested bench repair. The device was not returned for bench repair and the case was closed. A good faith effort was made to obtain additional information from the customer. The resolution and disposition are unknown. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
The device was returned to the philips bench for evaluation. The repair technician turned off the device and was unable to turn the device back on. Any further attempts to boot the device up resulted were unsuccessful, regardless of whether it was plugged in with the ac cable or strictly on battery power. Further work is required.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power switch overlay replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.